Event description:
Additional information received reported the cause was not determined. No further troubleshooting was done and no actions/interventions had been taken to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported during bilateral replacement surgery, it was discovered that the patient had a potential open circuit in his right deep brain stimulator (dbs) system. The patient didn't experience any issues prior to surgery as the potential open circuit did not involve his therapeutic settings. Impedance testing was performed and no actions/interventions were taken. The issue was not resolved. The new right ins had displayed an open circuit similar to the explanted ins with high impedances involving contact 2.